Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Pump error 63 (variable 3) was present in the pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly and hardware low level failure. The customer's blood glucose value was unknown. Customer reported they are having trouble hearing the beeps. Customer reports the pump beeped during the tone test. Customer reports the pump vibrated during the vibrate test. Customer was able to successfully clear the alarm. Customer received request to rewind pump. Customer is able to complete pump rewind. The insulin pump passed selftest. The insulin pump will be returned for analysis.